Manufacturer narrative:
Onsite investigation confirmed that the fuses were blown. Replacement of the fuses resolved the issue. No further issues were reported. Replaced fuses were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system's fuses were blown and needed replacement, this was discovered during the planned maintenance of the system. There was no patient present when this issue was identified.